Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information and corrected information. Concomitant medical product - unknown kirschner cup, catalog#: ni, lot#: ni. Unknown femoral head, catalog#: ni, lot#: ni. Unknown femoral stem, catalog#: ni, lot#: ni.

Event description:
Patient underwent a hip revision procedure due to wear of the polyethylene liner. During the procedure, the femoral head and acetabular liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Patient underwent a hip revision procedure due to poly wear.